Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the rotor study showed the pump was functioning properly. A dye study was also performed, and it was confirmed there was nothing wrong with the pump device or the catheter. The cause of the patient¿s symptoms was unknown. There were no issues to report regarding actions/interventions taken to resolve the pump issues (no pump issue) and it was unknown what actions/interventions were taken to resolve the patient¿s symptoms. The patient¿s weight at the time of the event was also unknown. The device remained implanted. It was unknown if the patient¿s symptoms were resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2019 regarding a patient receiving dilaudid (15mg/ml at 1.35mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient passed out on (B)(6) 2019 and was seen in the emergency room (ER). The emergency room doctor thought this was due to the patient taking oral pain meds, but the patient stated they did not take any oral meds. The emergency room doctor then thought there was something wrong with the pump. The patient's managing physician was doing a roller study on (B)(6) 2019. The change in therapy/symptoms was considered sudden and the situation was being addressed by the healthcare provider (hcp). No further complications were reported or anticipated.